Event description:
Immediately following insertion the anesthesiologist dr observed that the pt was not receiving oxygen & removed the mask (lma). The lma had fractured approx 1 1/2 cm from the cuff. Several attempts to obtain add'l info from the initial reporter & dr have been made. No pt injury has been reported. It is unknown whether the hosp follows the labeling instructions to use a bite block & to perform the specified performance tests before each reuse of the lma. Efforts to obtain this info will continue.